Manufacturer narrative:
The date of event and therapy date was sometime in 2016. Initial reporter address is (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from the minicap. This was noted during the set up. There was no patient injury or medical intervention associated with this event. No additional information is available.